Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble. The customer¿s blood glucose was unknown at the time of the incident. The customer stated that the size of air bubble was 1 cm and the air bubbles occurred after 24 hours. The result of the high performance test was 3,1 u and no leaks were detected. The device will not be returned for analysis.